Event description:
Report received of the inability to deliver fluids through the clave on an extension set. It was reported that an emergency room nurse connected the extension set to the patient's IV access to use as a heplock. The nurse attempted to flush the clave using an abbott prefilled 10cc ns syringe to administer an unspecified medication. The nurse was unable to deliver the solution. When the luer was removed from the clave, the center of the clave was noted to be in depressed position. The nurse changed out the extension set without further incidence. There was no reported delay in critical therapy. There was no report of feedback or blood loss. There was no report of patient harm or adverse patient effect. Although requested, no additional information was available.